Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain") and genital haemorrhage ("persistent bleeding / abnormal bleeding/ worsened heavy bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube (s)" on (B)(6) 2016. The patient's past medical history included gravida, miscarriage, nulliparous, smear cervix abnormal on (B)(6) 2014, (B)(6) infection, colposcopy on (B)(6) 2014, cervical dysplasia and loop electrosurgical excision procedure in 2006. Previously administered products included for an unreported indication: depo provera and mirena. Concurrent conditions included dysfunctional uterine bleeding, smoker (tobacco-current every day- 1p or 2 p /week.), uterine bleeding, bacterial vaginosis, (B)(6), and anesthesia. Family history included vaginal cancer (maternal great aunt), female reproductive neoplasm (maternal great aunt), high cholesterol (father) and diabetes mellitus (grandmother). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, 7 months 2 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ worsened pain with sex"). In (B)(6) 2016, the patient experienced alopecia ("hair loss thinning"), migraine ("migraines/headaches"), headache ("headaches") and vaginal discharge ("vaginal discharge foul smell / foul smell"). In (B)(6) 2016, the patient experienced weight increased ("weight gain / loss (specify which one) gain"). On an unknown date, the patient experienced abdominal pain ("abdomen pain/severe/ worsened abdominal pain"), back pain ("low back pain-at least 3-5 days out of the severe/sharp/ worsened low back pain") and abdominal pain lower ("worsened cramping"). The patient was treated with surgery (to remove the essure implant / hysterectomy (partial)/ bilateral salpingectomy/ diagnostic hystero). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, fatigue, alopecia, headache, vaginal discharge, weight increased, vaginal haemorrhage and menorrhagia outcome was unknown and the genital haemorrhage, dyspareunia, abdominal pain, back pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she was allergic to all birth control. Essure coils were placed successfully with 4 coils extending into the uterine cavity bilaterally. Patient was scheduled for bilateral salpingectomy essure removal on (B)(6) 2016 at hospital. She did not proceed with the procedure because she wanted a second opinion as she was worried about retention of coils. On pelvic and abdominal survey, there was no evidence of endometriosis. In the pelvis, there was some tethering in the posterior cul-de-sac, possibly pid adhesions. There was no evidence of active pid. There was no evidence of essure perforation or displacement. Both ovaries contained a small follicle but appeared normal. Both tubes on the surface of the tubal serosa had small vesicle lesions of unclear etiology. There was no evidence of active infection. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: failure to occlude (close) fallopian tubes pregnancy test urine - on an unknown date: negative. One of the tubes was not blocked: the other was slightly blocked. Showed spillage from the right lube and a small amount of spillage passing beyond the essure device on the left indicating failure of sterilization. On (B)(6) 2016: acuminatum. Left labia, biopsy: (B)(6). Endometrium, curetting: proliferative endometrium. "Right essure," removal: gross examination only. Right fallopian tube, salpingectomy: fallopian tube with no diagnostic abnormality. "Left essure," removal : gross examination only. Left fallopian tube, salpingectomy: fallopian tube with no diagnostic abnormality. Gross description: part four is additionally labeled "right essure''· it consists of a 2.5 cm long, 0.2 cm in diameter metal coil with an attached 3.5 cm long, less than 0.1 cm in diameter portion of meta wiring. A photograph is taken. Gross examination only, no sections submitted for histology. Part five is received fresh in one container and is additionally labeled "right tube". It consists of a 7 cm long, 0.3 cm in diameter fallopian tube with detached possible fimbria (1 x 0.5 x 0.2 cm) and two portions of pink soft tissue (3.5 x 0.5 x 0.2 cm in aggregate). The fallopian tube contains multiple para tubal cysts, averaging 0.2 cm in diameter and filled with clear serous fluid. Serial sectioning of the fallopian tube displays an unremarkable, pale tan and pin point lumen. The remaining soft tissue fragments are unremarkable. Representative sections are submitted as follows: 5a possible fimbriae, serially sectioned, entirely 5b= representative cross-sections of fallopian tube. Part six s additionally labeled " left essure". It consists of a 2.9 cm long, 0.2 cm in diameter triangular-shaped portion of metal coiling with attached 2.7 cm, less than 0.1 cm in diameter portion of meta wire. A photograph is taken. Gross examination only, no sections submitted for histology. On (B)(6) 2016: pelvic ultrasound: impression: normal uterus. Appropriately positioned essure devices. Right hydro salpinx. Complex cystic appearing structure in the left adnexa with internal septation, which may represent left hydro salpinx versus left ovarian cyst. Most recent follow-up information incorporated above includes: on 23-jan-2018: plaintiff fact sheet and medical recorded received. Events abnormal bleeding (vaginal menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse)/ worsened pain with sex, failure to occlude (close) fallopian tube (s), fatigue, hair loss thinning, migraines/ headaches, pain, vaginal discharge foul smell, weight gain / loss (specify which one) gain, abdomen pain-pain with intercourse, severe/ worsened abdominal pain, low back pain-at least 3-5, worsened cramping are added. Historical condition& drug concomitant condition and drug are added. Patient, product & patient information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.